Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: d224drg implantable cardioverter-defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had high threshold measurements. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.